Event description:
When drawing a short curve from right to left and the panoramic view is used in the dental application v4.0.0 and v4.0.1, the image is reversed and the annotations are incorrect when the film is printed. No death or serious injury has occurred.

Manufacturer narrative:
(B) (4); (B) (4).